Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that when the pt came into clinic on (B)(6), 2012, multiple low voltage advisory alarms were displaying on the system monitor history screen. The pt did not hear alarms or have any clinical symptoms. The system controller was exchanged with another system controller. The new system controller was not displaying any info on the system monitor, but pump was running. The pt began to fell dizzy, so was switched back to the original system controller. Pt was changed a second time to the backup system controller and info was then seen on the system monitor. The pt did not feel right after the swapping and was requested to return to clinic to reassess. On (B)(6), 2012, the pt returned to clinic and review of the pt's history screen showed no further low voltage alarms were seen and pt was only complaining of a stomach ache.

Manufacturer narrative:
The device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.